Event description:
Per medwatch ref#: (B)(4): during an open reduction and internal fixation of right anterior column acetabular fracture, the drill bit broke. The surgeon gathered all the broken drill bit pieces. Another drill bit was obtained. The remainder of the procedure was completed without further complications. The pt was admitted to the recovery room in a stable condition with no untoward effects from the broken drill bit. Updated - f/u from the customer confirmed that it was not a drill bit that broke. It was reported to be either "the head of an impactor and one is the distal end of a femoral stem restrictor." Mg 2/21/2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The catalog number and lot code for the reported device was not provided. Add'l info pertaining to the device reference in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.